Event description:
The customer reported via the sales rep that the side rail has a weld failure. It is further reported that the field engineer has inspected the unit and confirmed a side-rail weld failure at the foot-end of the unit. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Na